Event description:
An infuse bone graft event info form describes an infuse bone graft implanted in 2003 in the posterior spine for a two level surgery. Infuse bone graft was used in the lateral gutters, plif (posterior lumbar interbody fusion), and tsrh spine system for added fixation. Four months after implant the pt developed an infection and foot-drop. The infection "appeared to be from the skin" - cultures were sent to the lab for identification. Revision surgery to explant the device 4 months later found all the implants were secure and fusion had occurred, however, 'exuberant bone growth' was noted. The overgrowth was removed along with the tsrh spine system.